Event description:
In early 2007, I had a hysterectomy and my bladder suspended using the pro-lift manufactured by ethicon along with avaulta mesh. I knew right away that something wasn't right. Then three months later, I had a 2nd surgery to repair mesh erosion and loosen the bands. After the surgeries, I had scar tissue and painful sex, my entire quality of life changed. I knew something was still not right and searched for 2.5 years, seeing over 6 specialist and every test, CT, MRI was normal. The doctors have made me feel like I'm insane. A year alter, my bladder started to prolapse again. In 2009 when my symptoms worsened and my lymph nodes were inflamed, and I had a bloody discharge. I then found out that I had an infected right fallopian tube and had another surgery the following month, to remove the tube. When they removed the fallopian tube, my obgyn found a foreign object "mesh erosion" and was sent to another urogynecologist. My insurance "health plan fought my doctor on allowing me to go out of network. It took over 6 weeks to get an approval to see a new doctor. I get seen by the new doctor and have all the test ran to find out that I have mesh erosion all through the back wall of my vagina, that the mesh is eroding on both sides of my bladder, I have incontinence and now a rectocele. And the new doctor schedules me for my 1st bout at getting the mesh removed and incontinency. Then another surgery is supposed to be set for reslinging my bladder using a smaller sling and to fix my rectocele. I have had painful sex since 2007, constant pain, pid and my quality of life will never be the same. I also have an entire list of unexplained symptoms. Prior to this surgery I have had no medical issues. My surgery was scheduled. And I get a message on my home phone at 4:15ish saying that my surgery is canceled due to insurance issues? I have a paper from my insurance which states that this is approved along with speaking and helping both nurses from both offices to get this approved. I have not had any help from any doctor expect for my obgyn. I live in chronic pain and I feel like I'm dying inside. I haven't been able to go to the gym or enjoy sex, running/playing with my kids and my athletic days are no gone. The original surgeon and hospital did not forward the FDA's warning letter sent out in oct. 2008 to any of his patients. I even talked to a dr, and he said it's very rare and unlikely to happen. I have since been doing my own research and it seems that the FDA has had issues with the clinic in the past. My doctor who originally performed and neglected my complaints was dr. I cannot seem to get help here and that the doctors here do not understand the severe complications, due to this mesh and what I'm experiencing. Please help guide me to get this fixed. Due to all the medical bills that keep adding up, we have had to file chapter 7, walk away from my home and now can barely make it as more medical bills keep poring in, yet no help is being done. I feel like I'm at a dead road. Please let me now what I can do and what help you need from me. Dates of use: 2007 -- 2009. Diagnosis or reason for use: prolapsed uterus and bladder. Dr report has had multiple clerical errors and my new doctor states that there's no way that both materials are used. Yet that's what the doctor's report reads.